Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that he had pain at the implant site. The consumer had terrible pain at the implant site for two days and puffy swelling that had started to go down. It was noted that the consumer had been on percocet around the clock. The pain started after the consumer got home from the implant procedure. Additional information received from the consumer reported that the implantable neurostimulator (ins) was sticking out, but had not broken the skin. The issue had not resolved itself. Additional information received from the consumer reported that there was an ins pocket issue; the device protruded too much. No falls or trauma was reported and no medical procedures had recently been performed. Pain and a pulling feeling were reported at the ins site. The consumer wanted the dimensions of rechargeable ins and was upset about being misinformed about a model that the consumer was told was only two centimeters thick. Additional information received from a consumer reported that he was to have an ins revision on (B)(6) 2015 to replace the current ins with a smaller model. The current ins was way too big, way too heavy, and was sitting on a nerve causing numbness and pain to his right foot. The consumer's indication for use was non-malignant pain.